Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The current revisions of the IFU and patient handbook can be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including infection (local, driveline or pump pocket infection), and respiratory failure, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a respiratory failure and tracheostomy was performed. The event was considered to be unrelated with the device, but the causal relationship could not be ruled out. The patient also had a major bacterial infection on the mediastinum/ left pleural cavity on (B)(6) 2025. The infection was clearly related with the device as the infection occurred after the left ventricular assist device (lvad) implantation. The patient was treated with surgical and medical therapy. On (B)(6) 2025, the patient had a pulmonary fistula repair which was considered to probably be related with the device as the infection occurred after lvad implantation. On (B)(6) 2025, the patient underwent an omental filling.